Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement emitter shipped to site 01/05/2015. (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015, a medtronic representative, following-up at the site, reported the emitter was checked in both ports with no issues. Trouble-shooting further identified no issues. The unit appears to be functioning normally; successfully completed a registration. Reported issue could not be replicated. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that there were no further issues. The field generator was returned to the manufacturer for analysis. The device was connected to a test system with the ear, nose & throat (ent) application. Verification, tracking, and accuracy were normal. There was no intermittent tracking observed during testing. The generator passed the pegboard test for accuracy. Flexing the cable did not indicate any intermittent open connections. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The software investigation found that a root cause was unable to be determined without further information since the behavior could not be replicated. The most likely cause was either poor emitter placement during the procedure, or an issue with the single use tracker (which was disposed of and not available for evaluation).

Event description:
A medtronic representative reported that, while in a ventricular-peritoneal (vp) shunt procedure, the site alleged the navigation system flickered off and on. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.